Event description:
The external pulse generator was returned, so the case could be replaced. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment - the upper and lower case halves were broken. Analysis also found that the battery release and lead flex cover were contaminated. One bail cover and bail were missing. One case screw and batter drawer o-ring were missing. The battery contacts were compressed and the battery drawer was damaged. A bail was missing and bent.